Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient said that "it not working." The patient reportedly had to go to the bathroom all the time and if even if the patient increases stimulation the patient does not feel stimulation. The patient was wondering why they were not feeling stimulation and reported that in the past when on program 3 the patient could feel it after increasing and it seemed to help more that it is now. The patient had increased to 8, but stopped feeling stimulation after changing the program. Therapy was confirmed to be turned on at the time of the call and the patient was set to 3.0 on program 4. The patient was advised to follow-up with their healthcare provider (hcp). The issues were not reported to have been sudden in nature and patient status is unknown at the time of this report. There were no further complication reported or anticipated.